Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse clarified with the customer that the master tool manipulator (mtm) did not actually go off on its own. The mtm folded back up due to not powering up on startup. The fse replaced the remote arm controller board (rac), but it did not resolve the issue. The fse then replaced the mtm. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the rac involved in the complaint to perform failure analysis; however, failure analysis has not completed their investigation. Isi has issued a return material authorization (RMA) to have the mtm returned. However, isi has not received the product involved with the alleged issue to perform failure analysis.

Event description:
It was reported that during a vinci-assisted surgical umbilical hernia tapp procedure, the surgeon left hand went off on its own. Prior to calling intuitive surgical, inc. (Isi) technical support engineer (tse), the customer had hard power cycled the surgeon side console (ssc) with no change. The error 25588 and other master tool manipulator left (mtml) errors were found in the logs. The technical support engineer (tse) assisted the customer through an additional a hard power cycle of the ssc and back drive of the mtml with no change. The customer swapped the ssc from a different system to proceed with the case. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no harm to the patient.

Manufacturer narrative:
The remote arm controller (rac) board was installed onto a test system. The rac had no problem and no error after ten power cycles and sat idle for one hour. The reported error 25588 could not be replicated. The master tool manipulator (mtm) was received for failure analysis. Error 25588 was able to be reproduced during sine cycle on the test system.

Event description:
Refer to h11 for follow-up information.